Event description:
It was reported that the patient received inappropriate therapy due to double counting related to the lead dislodgement. It was noted that the lead dislodged due to twiddler's syndrome. The lead could not be re-implanted due to the helix mechanism being non-functional. This lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data regarding the lead was returned to the manufacturer and analyzed. Data revealed that the lead alert was triggered due to oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to double counting related to the lead dislodgement. It was noted that the lead dislodged due to twiddler's syndrome. The lead could not be re-implanted due to the helix mechanism being non-functional. This lead was removed and replaced. No further patient complications have been reported as a result of this event.